Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-jun-2026, it was reported by a sales representative via (B)(4) that an ar-16991n scorpion needle continued to fray the suture when passing, and an ar-3636h self-bunching 1.8 knotless hip fibertak would not convert after proper implantation. This was discovered during a labral repair procedure performed on (B)(6) 2026. The case was completed with no harm to the patient.